Event description:
The patient reported that they tried increasing stimulation, and their patient programmer showed ¿settings not available, cannot provide your desired settings.¿ the patient noted that they tried this on programs 1, 2, and 3, and all of them are not allowing them to increase stimulation. They indicated that they already tried taking the battery out and unpluggingthe programmer, which did not resolve the issue. The patient stated that it went up about 2 numbers, and then showed the same screen. They confirmed that the battery is charged at 60%. The patient also noted that they have high density settings and regular programs, but they both won¿t let them increase stimulation. The patient went to program 1 again at the time of the report; they shut stimulation off/on, and could increase stimulation by 2 numbers. They repeated this again, and was able to go up 3 numbers. The patient stated that this is definitely not right, and that something is ¿haywire.¿ the patient was to follow-up with their healthcare provider. No further complications or patient symptoms were reported. The patient was implanted for spinal pain.